Event description:
The user facility reported that during a diagnostic colonoscopy, an intermittent loss of image was experienced. The users then elected to switch to two other different, but similar colonoscopes, and still experienced the same phenomena. During the course of procedure, the patient was reported to have sustained a perforated colon, and was immediately rushed to the or to have the surgical intervention performed. The patient remained in the hospital for five days and was reportedly doing fine after discharge. The users stated that they did not suspect any olympus equipment to have caused or contributed to the patient's outcome. Following the procedure, the users tested all of the associated equipments and attributed the image difficulty to the videoscope cable.

Manufacturer narrative:
The user facility declined to return any of the associated devices in this reported event to olympus for evaluation. The cause of the reported event cannot be conclusively be determined. However, the patient's pre-existing conditions cannot be ruled out as a contributing factor to the reported event. If the devices are received at a later date, or if further significant additional information is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.